Event description:
It was reported that the 1 ml bd safetyglide¿ insulin syringe with attached needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: syringe - when injecting a vaccine, it is found to have a floating substance inside, which moves with the liquid. The problem product is one.

Manufacturer narrative:
H6: investigation summary: bd vernon hills received foreign matter in empty folded blister pack. No physical syringe sample was returned. Return foreign matter sample is not in the original device , not forwarded to bd canaan for evaluation. Two photos were received. The reported device the foreign matter was reportedly found in was not returned for evaluation. Since the reported defective product was not returned, only a limited evaluation could be performed. The photos showed a piece of white round foreign matter inside a blister package not associated with this complaint. It was not possible to establish the source of foreign matter with only the foreign matter piece itself being returned. Original device with foreign matter inside as it was found is necessary to allow for a more thorough investigation. Potential root cause for the foreign matter defect could not be identified and could not be confirmed to originate at the syringe manufacturing plant. Therefore, corrective actions are not required at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6 investigation conclusion: potential root cause for the foreign matter defect could not be identified and could not be confirmed to originate at the syringe manufacturing plant. Therefore, corrective actions are not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1 ml bd safetyglide¿ insulin syringe with attached needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: syringe - when injecting a vaccine, it is found to have a floating substance inside, which moves with the liquid. The problem product is one.